Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the inner insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 1258t implantable pacing lead competitor, (B)(6) 2013. A 4076-52 implantable pacing lead, (B)(6) 2013.

Event description:
It was reported that during the implant attempt the lead was damaged possibly by bovie. The lead was not used. No patient complications have been reported as a result of this event.